Manufacturer narrative:
The reported event for inadequate capture was not confirmed. A partial lead was returned for analysis in three segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the atrial lead was dislodged. The physician attempted to reposition the lead, but the helix would not rotate, so a different lead was used to complete the procedure. The patient condition was stable.